Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: material #: 363048, lot/batch #: 8242840. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Further testing could not be performed since the product expired 31may2019. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that different values of lag time (lt), time to reach thrombin peak (tp), thrombin peak height (ph) and endogenous thrombin potential (etp) were commonly found. "Thrombin generation in different commercial sodium citrate blood tubes". Different values of lag time (lt), time to reach thrombin peak (tp), thrombin peak height (ph) and endogenous thrombin potential (etp) were commonly found in different tubes.